Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced high blood glucose level as well as insulin pump had cosmetic damage and the reservoir lip ring was lost. Customer's blood glucose level was 33 mmol/l. Customer reports that reservoir was unable to lock in place. The product will return for the analysis.

Manufacturer narrative:
Device received with pillowed keypad overlay. The test reservoir does lock in place in the reservoir compartment. No missing retainer and missing reservoir tube o-ring noted.